Event description:
The customer reported that there is black foreign material in the cleaning tub during reprocessing involving an olympus reprocessor.there was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.